Event description:
It was reported that an unspecified number of pn 31x8 france 100bx experienced no label/missing label information. The following information was provided by the initial reporter: ref 325108, lot 8318622. Before certain written on the packaging and now, it's not there.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 31x8 france 100bx experienced no label/missing label information. The following information was provided by the initial reporter: ref 325108, lot 8318622. Before certain written on the packaging and now, it's not there.